Manufacturer narrative:
A review of radiographic images show this case involves a previous three level acdf at c3, c4, c5. The initial film shows the inter body spacers with good fusion and no plate or screws. Apparently there is some posterior compression as the next case shows a two level corpectomy c4 and c5 with corpectomy device and plate spanning from c3 to c6. The screws were too short and the plate not properly seated from the beginning, allowing the screws to back out and for subsidence to occur at c3. The screws have backed out approximately 30% of their length at c3 and to a lesser extent at c6. The corpectomy device has subsided some but has not translated. It is reported that the screws were removed, however there are no films to support this.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that three screws backed out of the plate and could not be easily removed during revision. The revision lasted six hours. No further details are known at this time.